Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that it would take forever to charge the implant and seemed like the recharger (rtm) paddle and box was overheating a bit (pt said it would start to get warm after trying to charge for a little while). Pt said it would take 1.5-2 hours to charge when implant would start at 50-70%. Pt also said the controller would deplete before the implant was done charging. Pt had not seen any error screens. Pt confirmed they let the screen go dark and will unlock when the controller beeped at them to reposition or restart charging, which pt said they were having to do more often now. Pt inspected recharger (rtm) cord and pins but did not see any damage. Pt inspected controller port but said it looked fine. Pt reset controller and cleaned connections, then started a recharge session on excellent (controller 100%, implant 70%). Pt checked and they were on recharging speed 4. After a couple minutes of charging, pt said the screen came up with recharging needs attention, and pt saw that charging had stopped without pt moving so pt had to restart charging again. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.